Event description:
It was reported that during a lap prostatectomy, while cleaning the device, the blade fell off. A new instrument was opened and the case was completed. There was no adverse patient consequence.